Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed multiple failed battery alarms. The caller stated that there were no signs of rusting or corrosion, but observed dust at the battery cap. Upon troubleshooting, the insulin pump alarmed failed battery test again. The customer's blood glucose was 9.3 mmol/l. The caller was advised to replace the insulin pump. The caller stated that the customer had to end the call prematurely and advised that they would call back when free to continue troubleshooting.